Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
The patient presented with an aneurysm within the left ulnar artery which was intended to be treated with a gore® propaten® vascular graft. It was reported to gore that a seroma developed postoperative which was treated with a percutaneous evacuation. It was stated that a surgical exploration was performed for lymphatic ligation which revealed into a periprosthetic structured seroma. The decision was made to explant the gore® propaten® vascular graft and to implant a gore® acuseal vascular graft.